Event description:
Healthcare professional reported right side "severe capsular contracture baker grade IV via MRI". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: "visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Observed a device which appears to be intact and next to the device, red biological tissue. It is not possible to determine the lot number or catalog through the photos provided." The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "severe capsular contracture baker grade IV via MRI". Device has been explanted and replaced with a non-allergan device.